Manufacturer narrative:
(B)(4): the customer reported that the battery failed to stay inserted in the unit. There was no report of patient involvement or impact. A philips field service engineer (fse) evaluated the device at the customer site and verified the failure. The battery compartment of the unit had been assembled incorrectly. We cannot determine how this unit was assembled incorrectly, although it is most consistent with the customer having opened the battery compartment and then not reassembling it correctly. The fse reassembled the battery compartment, and this resolved the failure of the battery not staying inserted.

Event description:
The customer reported that the battery failed to stay inserted in the unit. There was no report of patient involvement or impact.